Manufacturer narrative:
The automated impella controller device was not received from the customer. It appears the device remains in use. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported during impella 5.5 support to a patient with cardiomyopathy, intermittent controller error alarms were encountered. The placement signal and left ventricle signal were intermittently dashed out and not present on the automated impella controller (aic), which appeared to be triggering the controller error alarms. It appears the aic remained in use. The latest update indicated the patient was stable on current support and status 2 for heart transplant.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Console logs (obtained from the cloud) from the reported day of event are consistent with complaint and show multiple occurrences of controller error alarms #1045 (opm communication crc invalid) and entries ¿invalid_bad_pressure_sample_mask¿ (invalid sample due to ambient pressure out of range.) There are also numerous psnr events (1036 and 130) and one placement signal not reliable alarm. Ltlog data showed unrealistic values of contrast, gail, lamp, light and invalid values of placement signal coinciding with controller error alarms and events. Snr had been low (< 2000) throughout the case, and did not contribute to the controller error alarms, but caused all psnr events. Rtlog data was not available. Imc logs also indicated frequent interruptions of data streaming, and eventually complete loss of usb communication from aic to rlm (unrelated to complaint). Console was initially not returned for investigation, but later arrived at fs. Any data logs related to this complaint were overwritten on the device¿s cf cards. Console testing and inspection revealed additional non-conformances: defective optical bench failing ¿5s¿ specification (causing psnr condition due to low snr), and some persistent contamination of the optical pump connector fiber. Test cavity 1. Test cavity 2. Cavity length: 14334 nm. Snr: 377. Contrast: 45.5%. Lamp: 90.6%. Gain: 1.30. Mano: 761.0 mmhg. Light: 2.70 v. Cavity length: 16499 nm. Snr: 1599. Contrast: 22.6%. Lamp: 75.6%. Gain: 1.33. Mano: 761.0 mmhg. Light: 2.78 v. Monitoring of analog output of optical bench ccd detector revealed distortion of the signal, consistent with low snr. A compromised (misaligned) miniusb plug on the rlm was found to have intermittent electrical contact, which led to frequent disconnections and reconnections. Although not reproduced during testing, field symptoms as well as the pattern of optical parameters in imc and ltlogs are consistent with loss of opm data due to bench firmware anomaly. Distortion of the ccd output explained low snr, and compromised backstrap cable - interruptions of data streaming unrelated to complaint). A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D10 concomitant medical products and therapy dates updated.